Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system fault. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed a crack on the top case and both plunger cases. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed the syringe plunger was not in place. Functional testing was able to duplicate the customer reported issue as the syringe plunger was not in place during syringe testing and failed the plunger sensor test. The investigation determined the primary cause of the issue was that q1 had broken off from the plunger printed circuit board (pcb). The plunger pcb was replaced.